Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.